Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not working and digital visual interface port was not working at rear panel. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light-emitting diode (led) glowing on the front panel also front panel not working, and intermittent yellowish image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions no signal from any output port, no light-emitting diode (led) glowing on the front panel, and the front panel not working was due to faulty printed circuit board (dp). Additionally, the most probable cause for the malfunction intermittent yellowish image was due to faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.